Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-apr-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 1 clicking and not opening. A field service engineer (fse) found that auxiliary was not popping open, and the slides seemed to be grinding. Fse replaced both slides were replaced. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer was failed and would not open. The customer stated that the malfunction occurred when the user tried to issue medication to the patient which resulted in delay since the user obtained medications from the pharmacy. There were no adverse events or injuries reported based on this event.